Event description:
No additional information.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 3145979. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. E4. The initial reporter also notified the FDA on 12 dec 2023. Medwatch report is (B)(4).

Event description:
It was reported that bd insyte autogaurd catheter is defective. The following information was provided by the initial reporter: bd (becton dickinson ) in style autoguard 20 ga catheter is not over the needle and is hardened over to the side without the ability to even get the needle into the catheter. IV (intra venous) attempted not able to advance catheter.